Event description:
It was reported the customer passed away from a car accident. The caller reported the customer died at the scene of the car accident. The date of the customer's death was unknown. The customer's blood glucose at the time of death was 50 mg/dl. It was reported the customer did not use sensors and was not wearing a sensor at the time of their death. The caller reported the customer was wearing the insulin pump at the time of their death. The caller will not be returning the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.